Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt there was a pacing problem and the physician felt that the set screw was loose. The physician requested a new device and the connection was successful. No patient complications have been reported as a result of this event.